Event description:
While on prisma cvvhd, pt's rhythm noted to be atrial flutter via cardiac monitor. Pt received IV amiodarone which did not convert rhythm, but resulted in decreased ventricular rate requiring pacer. Plan was to cardiovert pt. However, when pt placed on defibrillator monitor, was found to be in sinus rhythm. Atrial flutter was simulated on hardware monitor (marquette) by prisma pump.